Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the batteries were run down because the unit had not been turned off for several weeks. After leaving the unit on the batteries properly charged. The user facility has been instructed to fully charge the unit at least once a month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were dead. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.